Manufacturer narrative:
(B)(4). No code available- red spot.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon examination of the pocket area, a quarter sized red spot was noted on the patient¿s chest at the infra lateral border of the implantable defibrillator. The patient indicated that they had noticed the red spot for three weeks; they did not strike or hit the device area. The physician was concerned that the patient was at risk for pocket erosion at this site. The device was repositioned to a new pocket closer to the sternum on (B)(6) 2017. During the procedure a sample was tested for infection of the pocket area; cultures were negative. The patient tolerated the procedure well and was stable before, during and post procedure.